Event description:
It was reported that during the implant procedure, the patient developed a tamponade. Perforation was suspected. The lead was repositioned. The patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.